Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2025-12693. H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrectomy cutters not cutting or aspirating during vitrectomy surgery, the procedure was completed after replacement of product. There was no information about patient impact. Additional information has been requested none received till date. This report pertains to vitrectomy probe involved in reported event.

Manufacturer narrative:
Based on the new information, it has been determined that the vitrectomy probe was not the cause of the issue. The problem was related to the pneumatic cutting module, which malfunctioned during surgery. As a result, the probe was unable to perform cutting and aspiration functions and this event not considered to be a reportable malfunction for the probe, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2025-00587. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received clarifying that cutting issue was related to the pneumatic cutting module of the ophthalmic console which resulted in the performance issue of the probe. The surgery was completed using another console.